Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a iqvia regarding a patient receiving unknown baclofen and morphine via an implanted pump. It was reported the patient was diagnosed with chronic referred pain after being paralyzed as a result of a motorbike accident. The patient was paralyzed from t12 with an incomplete break. The patient has tried numerous different medications however none of them had been successful. Some of the medications the patient was on are: 20 mg ompreazol morning and evening, 300 mg lyrica morning and evening, 60 mg duloxotine morning, 2.5mg dulcolox pearls in the evening, 20 mg imiprainne three times daily, detrusitol xl 4 mg once daily, desmopressin 100mg twice daily, zolpidem 10mg once daily, diazepam 20mg once daily, amitriptyline 10mg morning and evening, ketamine 10mg four times daily, pethadine 3mg four times daily, 5mg methadone four times daily, zimbalta, codroxamal, oxynorm, oxycodine. I've tried a baclofen pump, morphine pump, electrical stimulation of the spine. It was noted the patient had tried 47 different tablets.